Manufacturer narrative:
Insulin pump had unexpected post-reset ram crc alarm after battery insertion. The internal battery connector was found not properly connected. Connected the internal battery, then the insulin pump was monitored for 3 days with no unexpected post-reset ram crc alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 23.4 mmol/l at the time of the incident. Troubleshooting was provided for the insulin pump error alarm. The alarm was able to be cleared. Customer stated the insulin pump alarm reoccurred. The insulin pump will not return for analysis.